Manufacturer narrative:
(B)(4). Insulin pump received with failed batt test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected error test and displacement test or verify low batt alarm due to failed batt test alarm. Insulin pump had broken battery tube cap.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage and unable to unlock the battery cap. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device received with failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test or verify low battery alarm due to failed battery test alarm. Unit had broken battery tube cap. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6)..